Manufacturer narrative:
The manufacturer had previously reported that a system board and a blower motor were replaced to address a ventilator inoperative condition. The system board was not replaced. The oxygen blending module board was replaced instead.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and system board were replaced to address the issues.